Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation from the original equipment manufacture. Further investigation was conducted by the manufacture. The reported event could not be confirmed as the device was inserted and removed from the test handpiece multiple times and proper recognition was confirmed each time. Proper blade operation (rotation, toggle, rf activation) was also confirmed. However, this is a known phenomenon which was previously identified and investigated. Previous investigations confirmed intermittent rf / rf energy discharging without user engagement. Complaints identified the use of both remediated diego elite console (mdcons100) software and 2mm bipolar blades (bb2000sa). Additionally, the manufacture performed a review of the DHR for the concerned lot. The referenced device was manufactured on december 19, 2018. All assembly and post assembly tests were performed and recorded. All acceptance criteria were met with no indication of production or manufacturing issues.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. A visual inspection of the returned device found minor biomaterial on the blade window consistent with use, however, there was no damage or irregularities observed on the device. To perform a functional check, the device was assembled into an olympus diego handpiece and connected to an olympus diego elite console. The console detected the device and displayed, output 5000 rpm and rf power default 20 watts. The device was able to rotate and generate the energy output at the tip when the blue coag button was depressed. There was no inadvertent activation or intermittent output noted. In addition, the shaft of the device is straight and has no wobbling issue. The evaluation could not confirm the cause of the reported inadvertent activation as device functioned appropriately and passed the continuity test. However, based on investigations related to similar complaints, the potential cause of the reported event can be attributed to an issue with a software algorithm that is intended to disable the rf functionality when an internal leak was detected, was itself inadvertently disabled. It should be noted that the investigation determined that events were only possible with the combination of both an energy blade and console that is loaded with the above software. In effort to mitigate the reported inadvertent activation of the rf feature, the OEM is requiring that customers in the united states isolate their blades and mdcons100 consoles with the affected software and return the devices to olympus for a software update. The device will be forwarded to the OEM for further investigation. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during set-up of a submucosal turbinate reduction procedure, the device inadvertently activated without pressing the activation button. The console remained at the default settings. There was no error message displayed. The blade was immediately replaced with another device from the same lot and the intended procedure was completed without issue. There was no patient involvement reported. The model of the console used is unknown.